Manufacturer narrative:
This report is being sent as follow-up # 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update sections b1 and b2, to provide additional information in section b5 and to update the clinical code and impact code in section h6. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 13 jun 2023: the procedure for the patient prior to use of the tr band was a left heart catheterization. 10-12 mls of air were injected into the tr band when it was applied. It began to deflate immediately after it was put on the patient. The tr band was completely deflated by the time they got the patient to the recovery area. The patient did have a hematoma proximal to the tr band. Pressure was applied to manage the hematoma. Hemostasis was achieved via manual pressure. There was no blood loss. There was no noticeable damage to the device. The patient condition was stable.

Event description:
The user facility reported that the tr band deflated on its own. The tr band was placed in the cath lab and by the time they transported the patient to the recovery room it was completely deflated. There was no injury or blood loss reported. The procedure was successfully completed.

Manufacturer narrative:
D4: lot number: unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab business manager h4: device manufacture date: unknown due to unknown lot number the actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.